Event description:
During a follow up call for a connection issue, the home patient (hp) stated they have had some cassettes that leaked from the lines of the cassette during therapy but no alarm occurred. The hp stated they did not have an exact count of how many cassettes have leaked. The hp stated they could not see any defects on the cassettes themselves. The hp stated they have a cassette they can provide that has leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). The lot number was obtained and a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of a sample evaluation, or if any other additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.